Event description:
It was reported that during equipment testing conducted at the user facility after the sterilization process, the device had pieces stuck in it. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.